Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative. It was reported that ¿rx¿ was a reference to an x-ray. The catheter was implanted in 2009. The catheter was removed and thrown in the trash. The catheter would not be returned for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot/serial#: unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine 10 mg/ml at 6 mg/day and bupivacaine 10 mg/ml at 6 mg/day via an implantable pump. The indication for use was not reported. It was reported that the pump alarm sounded on (B)(6) 2018. Motor stall had occurred. The patient went to the pain unit on (B)(6) 2018, and the hcp tried to recover the motor stall by performing a single bolus; it was impossible (to recover). The patient experienced no symptoms, so the hcp suspected an issue with the catheter as well. An ¿rx¿ confirmed that the catheter was out of the intrathecal space. There were no [additional] environmental, external or patient factors reported that might have led or contributed to the event. The hcp ¿programmed the intervention on (B)(6) 2018 because there was no risk for the patient¿. The pump was replaced, and a new catheter was implanted. The pump would be returned to the device manufacturer. The issue was resolved, and the patient's status was alive - no injury. The patient¿s age, weight, and medical history were unavailable. The pump implant date was unknown. No further complications were reported.

Manufacturer narrative:
Destructive pump analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. (B)(4) applies to the pump. (B)(4) applies to the catheter. (B)(4). Applies to the pump. (B)(4) applies to the catheter. (B)(4) applies to the pump. (B)(4) applies to the catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.